Event description:
Device 1 of 2. Reference MFR. Device: 1627487-2012-08556. It was reported that the physician had difficulty inserting the leads into the lead extensions. The devices were replaced by new lead extensions.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.